Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen with an unknown dose and concentration via an implantable pump for intractable spasticity and other spasticity. It was reported the patient had been in a coma three times since 2009. No further complications were reported/anticipated.